Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one hour post implant of a leadless implantable pulse generator (ipg), the patient experienced syncope and vomiting. A chest x-ray and echocardiogram revealed a perforation and pericardial effusion, and a pericardiocentesis was performed. Two days post procedure, r-waves were slightly low, and there were elevated thresholds. The patient was reported to be stable and no further intervention required. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.